Event description:
On (B)(6), 2010, the lay user/patient's care taker contacted lifescan (lfs) alleging that the test strips were missing from the onetouch ultra vial. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6), 2010 and obtained the following information: the patient confirmed that the alleged issue began on (B)(6), 2010 at 7am. The patient clarified that the subject vial may have had the correct amount of test strips and she may have just completed the vial due to testing. The patient indicated she tests twice a day and in addition to oral medication (type and dosage unknown) the patient confirmed she also manages her diabetes with diet and/or exercise. In response to the alleged issue, the patient corrected and clarified she continued with her usual diabetes regimen. The patient specified that immediately after the alleged issue began, she contacted her supplier to order additional test strips. Approximately four to five days after the alleged issue began the patient stated she still did not receive her refill order of test strips from her supplier and she began to experience symptoms of "shaking, irritability, insomnia, and felt worried and stressed" (symptoms the patient associated with high blood glucose). The patient denied testing with another device. The patient also denied receiving any medical intervention as a result of the alleged issue. At the time of troubleshooting, the customer service representative noted that the closure seal on the packaging was intact prior to opening. Replacement vial was sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.